Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after initial implant and did not capture, but the physician chose to leave the lead in use until now. Additionally, the right ventricular (rv) lead was extracted and replaced due to possible damage occurred during the ra lead extraction. Both leads have been extracted and replaced. No patient complications have been reported as a result of this event.